Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4); the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "low ventricular impedance/resistance", the device had recorded 1938 short circuit paces. Lead warning occurred on (B)(6) 2010.

Event description:
It was reported that a lead warning occurred due to low impedance and that there were a high number of low impedance pace events. Polarity was reprogrammed while the patient performed isometric movements. The lead is still in use. No patient complications were reported as a result of this event. It was later reported that the lead was "bad". The lead was capped and a new lead was implanted. There were no patient complications were reported as a result of this event.